Event description:
It was reported that the patient underwent laparoscopic ulceration repair on (B)(6) 2014 and suture was used. As the last suture was pulled, there was resistance and when the laparoscopic needle driver was removed there was no needle attached to the suture. A search was made for the needle and x-ray performed. The needle could not be found in the patient or in the surgical field and the patient was sent to their room. On (B)(6) 2014, the needle was located on x-ray, the patient underwent laparotomy and needle was removed. The needle was lodged in the patient between the fourth and fifth vertebrae and close to the abdominal wall and it had not pierced any part of the inner wall. The patient is doing well and had a full recovery.

Event description:
It was reported that the patient underwent laparoscopic ulceration repair on (B)(6) 2014 and suture was used. As the last suture was pulled, there was resistance and when the laparoscopic needle driver was removed there was no needle attached to the suture. A search was made for the needle and x-ray performed. The needle could not be found in the patient or in the surgical field and the patient was sent to their room. On (B)(6) 2014, the needle was located on x-ray, the patient underwent laparotomy and needle was removed. The needle was lodged in the patient between the fourth and fifth vertebrae and close to the abdominal wall and it had not pierced any part of the inner wall. The patient is doing well and had a full recovery.

Manufacturer narrative:
(B)(4). Conclusion: a representative sample was returned for evaluation. Visual and functional testing was performed and the sample met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.